Event description:
Pt was revised to address infection.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. Review of the sterile certifications for the product code/lots provided did not reveal any deviations or anomalies and all devices were certified sterile prior to release for distribution. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be reopened.